Event description:
Patient reported they provided a letter of recommendation to cease treatment. Letter states patient present with chief complaint of teeth not "fitting right" patient states since starting byte treatment their teeth alignment has gotten worse. Upon examination patient shows 2-3mm open bite on the right side. Patient states they cannot eat on that side. Patient also at the same time has a 3mm overjet in the anteriors. There is also 30% rotation of upper canine #6, 20 % of upper lateral #10. Patient was advised to stop byte aligner treatment and referred to local orthodontist for eval and correction.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.